Manufacturer narrative:
Patient information is not available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and a log review which confirmed the reported issue. The anesthesia control board (acb) was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation during a case. There was no report of patient injury.